Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The reported ¿sparks¿ condition was not confirmed since the unit was not returned for evaluation. It was confirmed that the doctor threw it away. As per risk management document, probable root causes for the reported condition which falls under the hazard ¿energy delivered in an incorrect location¿ can be associated to: air bubble trapped in and distorting the plasma field. Use error: a. Nonbendable probe bent with probe bender, or a bendable probe bent with anything other than the stryker rf probe bender. B. Activating electrode when it is not in the field of view. C. Inserting or withdrawing probe during application of power. D. Activating the probe while in contact with metal objects or instruments. Since the reported unit was not returned for evaluation, a definite root cause cannot be confirmed. The following specific warning notes, included in the user instructions, provide instructions for the user to avoid possible damage to the probe caused by the radio frequency path interrupted and the circuit shorted through another metal instrument: do not activate the probe while in contact with metal objects and/or instruments as unintended tissue or probe damage may occur. Do not allow the patient to come in contact with grounded metal objects. When serfas energy probe and physiological monitoring equipment are used simultaneously on the same patient, any monitoring electrodes should be placed as far as possible away from the surgical electrodes. Position serfas energy cables to avoid contact with the patient, electrodes, cables, and any other electrical leads which provide paths for high frequency current. In addition, the crossfire console user guide states: do not touch the attachment to metal objects, such as an endoscope or metal cannula, while activating the handpiece. Damage to the attachments or other devices may result.

Event description:
It was reported that the probe was sparking in the joint during the surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe was sparking in the joint during the surgery.